Event description:
It was reported that during surgery, the surgeon proceeded to insert the 4.0mm cannulated screw and when inserting the screw, it was found that the screw was not going in, therefore the surgeon decided to check on the x-ray image intensifier. It was found that the guidewire went deeper and the screw was the one pushing the guidewire in. He took out the cannulated screw and tested with another guidewire before another attempt. We found that all the guidewire couldn¿t go through the particular cannulated screw.